Manufacturer narrative:
Correction g3: supplemental medical device report (smdr) #02 manufacturing report number 1119421-2022-00259 is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of 02-04-2022 is being corrected to 03-03-2022. The manufacturer internal reference number is: (B)(4).

Event description:
The patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, patient did not like the vision, hence exchanged. The symptom was resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens implant procedure a patient experienced mechanical complications. The lens was exchanged for a different lens 2 months after the initial implantation. Additional information was requested.